Manufacturer narrative:
While there is apparently no report of injury in this event, there has been a previous report rec'd within the past two yrs involving this malfunction that resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803. This event will be reevaluated, as appropriate, if further info becomes available. Please note that while this product is not sold in the us, it is considered similar to products that are when taking into account composition and indications for use. The device is available for eval, though has not been returned as of this report. Eval results will be submitted as they become available.

Event description:
In this event it was reported that a x-smart dual apex locator provided incorrect measurements; event outcome is unk as of this MDR eval. However, there is no indication that injury resulted.